Event description:
It was reported that the cicatrization process of the pocked on the patient with this implantable cardioverter defibrillator (ICD) was deemed as incomplete. Scar tissue with inflammation was observed. The patient will continue to be monitored and follow up will be performed in the near future. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.